Event description:
The account has a bed that is showing a ground loss.

Manufacturer narrative:
The account found one of the ground straps was loose on the siderail. He tightened it to resolve the issue with this bed.